Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when connecting this pump unit cable, sparks jumped. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
As per further information received, updated section b5: as reported, when connecting to this pump unit socket a non-bd apm power cable, sparks jumped. After sales rep visit, event did not reoccur and power cable was replaced by a bd apm one. There was no injury to patient or hospital personnel. Added information to section h6 (type of investigation). Updated section d9, h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, the device not returned for evaluation as the issue was fixed at hospital. Without return of the product, a complete investigation of the reported event is unable to be performed. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Nevertheless, it is likely that the non bd apm cable used caused the failure observed to happen. The customer report states that the when connecting this pump unit socket to a non-bd apm power cable, sparks jumped. It was noted that the cable was replaced by a bd apm one and no further issues occurred. Based on the available information, there is not sufficient evidence to suggest that the device related issue resulted from bd apm cable. Per ev1000a manual, there are statement that mentions customer to use edwards power cable (now bd apm). These warnings are present in the manuals and the setup instructions.

Event description:
As reported, when connecting to this pump unit socket a non-bd apm power cable, sparks jumped. After sales rep visit, event did not reoccur and power cable was replaced by a bd apm one. There was no injury to patient or hospital personnel.